Manufacturer narrative:
Information was added to h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and because the device was not returned, a definitive root cause for the event reported could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center's fan was damaged. The issue was found during preparation for an unspecified diagnostic procedure that was completed using a similar device. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.